Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2021. H.6. Investigation: a device history review was conducted for lot number 0329767. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by the facility has been received and reviewed by our team of quality engineers. Visual observation and functional testing of the device was performed. Unfortunately, leakage tests were inconclusive due to a dried media which blocked the fluid pathway of the device. In lieu of the affected unit, attempts were made to replicate the leakage in the representative samples for this lot. Testing of these devices did not result in any observable leakage. The issue could not be confirmed at the conclusion of our review. Unfortunately, based on the available observations, the root cause for this complaint could not be determined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: leakage on the qsyte membrane. Emergency ward uses our qsyte devices since a lot of years with out iag blood control catheters. A leakage was observed through the membrane after disconnection of the tip of blood collection holder. The qsyte was new and not used yet when the nurse withdrew blood. We can't suppose a multiple use of the qsyte explaining a damage. After removing the holder tip out the qsyte, a leakage was observed. In this case, the leakage was not permanent but the nurse explained he had some cases with a permanent leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: leakage on the qsyte membrane. Emergency ward uses our qsyte devices since a lot of years with out iag blood control catheters. A leakage was observed through the membrane after disconnection of the tip of blood collection holder. The qsyte was new and not used yet when the nurse withdrew blood. We can't suppose a multiple use of the qsyte explaining a damage. After removing the holder tip out the qsyte, a leakage was observed. In this case, the leakage was not permanent but the nurse explained he had some cases with a permanent leakage.